Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Note: events reported via mw # 2210968-2021-01748, 2210968-2021-01749

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke while the surgeon was trying to tie a knot. There were no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 03/23/2021. A manufacturing record evaluation was performed for the finished device lot number qlmkzz /j259h06, and no non-conformances related to the reported complaint condition were identified. Additional h-3 summary: visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that two suture pieces and a labeled winding former of product code j259 were received for evaluation and body fluids, damaged on the surface and the ends were noted cut appear to be by use of the surgical instrument and the functional test could not be performed due to condition of the sample. The condition of the sample received indicates improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.